Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
The cement would not handle properly and dispense from the container. There was no serious injury and minimal delay in the procedure.